Manufacturer narrative:
Product complaint # (B)(4). Patient: surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was dislocating so the surgeon removed the cup and implanted a new one with more anteversion. The original surgery date is unknown. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.